Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the user found a tear on the edge of the inner package after the device was delivered to the facility.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection of the photo noted a tear on the backside of the package. The exact time of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿this product is disposable, supplied sterile. If package is opened or expiration date has passed, do not use. Do not resterilize". (B)(4).

Event description:
It was reported that the user found a tear on the edge of the inner package after the device was delivered to the facility.